Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Customer's reported blood glucose (bg) level as ¿high¿, specific value was not provided. Customer reported no action taken to address the high bg. Reportedly the customer reverted to manual injections for insulin therapy.